Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for paralysis. It was reported that the patient was implanted 2 weeks prior to the report. The day prior to the report was the first time that they had turned the stimulator on. An impedance test was run during surgery and everything looked fine. An impedance test was run the day prior to the report and electrode 11 read high. After performing about 2 hours of stimulation (using that electrode at times) the next check had similar values. It was noted that it isn¿t an open circuit since 1.5 volts and 3 volt measurements are showing values (it was not saying greater than 20 ,000 ohms and greater than 40,000 ohms). The impedance had gone down 10% or so in 2 hours. It was recommended that they watch it and see if it continues to go down.

Event description:
On (B)(6) 2016, the impedance measurements were as follows: at an unknown amplitude, electrodes 0-7 and 9-15 measured between 600 ohms and 850 ohms. Electrode 8 measured at 2726 ohms. On (B)(6) 2016, the impedance measurements were as follows: at 0.25 volts, 0.7 volts, 1.5 volts, and 3.0 volts, electrodes 0-10 and 12-15 were between 450 ohms and 700 ohms. Electrode 11 measured at 4000 ohms at 0.25 volts, greater than 10,000 ohms ta 0.7 volts, 9419 ohms at 1.5 volts, and 3902 ohms at 3.0 volts.